Event description:
Information was received by the manufacturer representative (rep) regarding a trial patient. It was reported that when the impedance was measured by connecting it to the wireless external stimulator (wens) to perform test stimulation after the lead was inserted during the trial procedure, only one lead had a high impedance. It was a situation where stimulation could not be delivered to the patient. The numerical value was between 7,000 and 9,000 ohms. When connection was made and impedance was measured, the impedance became even higher and became 40,000 ohms or higher, so it was determined that it could not be used. After opening a new lead and replacing it, it returned to the normal value. Issue resolved. Contributing factors were unknown. There was no health damage. Additional information was received confirming that retunneling was not needed when the lead was replaced. Cause of the high impedance was unknown.

Manufacturer narrative:
Continuation of d10: product ID 977a260. Serial# (B)(6): product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 27-may-2029, UDI#: (B)(4). H6 codes belong to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.